Event description:
Trials did not match implants.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Trials did not match implants.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot for the related issue. The reported length discrepancy between trial and implant components only concerns the trial extension pieces. There is no allegation or evidence that there is a length discrepancy between the gmrs trial proximal femoral component and its corresponding implant component. Based on the provided information, the product reported in this investigation did not contribute to the event. The reported event regarding length discrepancy between trial and implant involving a gmrs trial proximal femoral component was reported.